Event description:
The complaint alleged that a minor received second degree burns across the bridge of here nose and under her left eye from the steam coming out of a vaporizer. There was no product malfunction when this incident occurred. Kaz USA, inc. Has requested that the product be returned to our company for testing, but they have refused to do so.